Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer replaced the therapy cable from their inventory. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The therapy cable was discarded and will not be further evaluated. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event the therapy cable did not recognize connection to the patient. The customer replaced the therapy cable with a replacement cable and was able to continue care to the patient. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.